Manufacturer narrative:
H4: the lot was manufactured from august 2, 2018 - august 3, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown number of 5000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking on the bottom middle port. This was identified towards the end of the filling process after they reach 3l or more. This occurred prior to patient use. There was no patient involvement. No additional information is available.